Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012615971 was returned and analyzed. Visual inspection was carried out. The catheter appears intact with no visible issues. However, the slide function was stuck and the capture device adapter was detached upon arrival. Catheter to test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic smoothly, with no resistance, and the connection was secure, as evidenced by both latches fully engaging with the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. Initially, the slide control function was stiff but returned to normal after using a disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon fully advancing the slide control to extend the guidewire lumen, a kink was observed on the spiral array guidewire lumen. Catheter identification and ablation testing was carr ied out. The catheter was reprogrammed before being connected to the generator via a test cic, and therapy deliveries were successfully performed. Capture device adapter was inspected. The proximal inner diameter of the capture device adapter, measuring 0.167 inches, is within the acceptable range of 0.170 ± 0.005 inches. Similarly, the distal inner diameter of the capture device (without adap ter), measuring 0.142 inches, is within the required range of 0.141 ± 0.005 inches. The catheter appears intact with no visible issues. However, the slide function was stuck and the capture device adapter was detached upon arrival. In conclusion, the catheter failed the return product inspection due to the capture device detaching and a spiral array guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the catheter, the introducer tip broke off. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.